Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) administered an inappropriate shock due to oversensing and low morphology. Surgical intervention was performed and the s-ICD was abandoned. No additional adverse patient effects.